Event description:
Dislocation occurred approximately two months after initial implantation date. No fall or trauma evident. Standard 40 mm + 6 humeral cup and 9 mm humeral spacer explanted. Replacement with 40 mm + 9 humeral cup and 9 mm humeral spacer.

Manufacturer narrative:
Dislocation occurred approximately two months after initial implantation with no known cause. No actual, implied, or suspect link to fx product.